Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that sensor was reading and alarming low and insulin pump was going to threshold suspend and blood glucose was 303 mg/dl. Troubleshooting was done for sensor glucose versus blood glucose. Customer mentioned that she experienced calibration error, change sensor and blood at site troubleshooting was done. Advised the customer to remove and replace the sensor. Advised the customer to monitor and report back for further assistance. No further information provided.